Event description:
The customer experienced a cracked pump screen, rendering it non-functional and unreadable. There was no information provided about the impact on the customer's blood glucose level. The pump was scheduled to be returned for evaluation, and a replacement pump was issued with a new serial number.